Manufacturer narrative:
Tandem¿s t:flex user guide states that the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin. In addition, it cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that that a cartridge alarm 1 - no pressure change when expected occurred with a cartridge, in addition an inaccurate fill estimates occurred when attempting to load a cartridge with insulin. Reportedly, the cartridge was filled with 500 units of cold insulin. The customer's blood glucose level was 222 mg/dl. Reportedly, the customer loaded a new cartridge to address the event.